Manufacturer narrative:
Device investigation: the second neuron showed a similar pattern of damage as seen in the first (MDR 3005168196-2010-00498) with ovalization between 1.5 and 2.5cm and stretching between 4.5 and 6.3cm from the distal tip. There is compression damage between 5.0 and 6.3cm. This catheter also showed a slight angle just past the strain relief. A 0.070" mandrel could be advanced into the unit without significant resistance to within 2-3cm of the damage site. The device is non-functional. Conclusion: based on the initial report and the inability to evaluate the 6f sheath, penumbra has not been able to determine why the catheter jammed. The damaged observed is typical of damage seen when trying to withdraw and advance against resistance. The DHR of this manufacturing lot has been reviewed. The review revealed that all appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. This lot was associated with (B)(4) unrelated to this complaint.

Event description:
The physician attempted to insert the neuron through a 6f short sheath using the peel-away introducer over a 035 glidewire. The physician met resistance and pulled the neuron out. He proceeded to put in a long 6f sheath and had the same resistance with a new neuron, he then took the neuron out. He proceeded with an envoy catheter without issue. The pt had a tortuous femoral artery. There was no pt injury. This MDR is associated with MDR 3005168196-2010-00498.